Manufacturer narrative:
This device is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the device was returned dry in a lens case/vial with clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. Patient code: (B)(4)- no code available: secondary surgical intervention, repositioning, lens exchange. Method code: work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -18.0/3.0/109 diopter, in the patient's right eye (od) on (B)(6) 2015. Lens rotation not associated to a low vault was observed and the lens was repositioned. The lens was exchanged on (B)(6) 2016 for longer lens of a different diopter. The problem was resolved.